Event description:
Reporter alleged, the customer the result of 600 mg/dl at 4:35 am, the result of 400 mg/dl at 5:15 am, and the result of 396 mg/dl at 5:45 am on the advantage system. Reporter stated that the results were obtained while the customer felt light-headed, weak, and had slurred words which are hypoglycemic symptoms for her. Reporter stated, she called an ambulance that arrived at 6 am and they obtained a result of 51 mg/dl on their system. Reporter stated, the customer was given glucose gel in the ambulance on the way to the hosp and the hosp gave her some type of syrupy substance in a cup. Reporter stated, the customer was still hospitalized at the time of the call and was still receiving treatment as they tried to stabilize her glucose levels. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.